Manufacturer narrative:
The mg2 reagent lot numbers were 934734 with an expiration date of 31-oct-2027 and 926182 with an expiration date of 30-sep-2027. The reagent probes were replaced. The investigation is ongoing.

Event description:
The initial reporter questioned results for an unspecified number of patient samples tested for magnesium gen.2 (mg2) on a cobas 8000 c702 module. The customer noted that qc and patient mg2 results are higher when another assay has been run just before it on the same disk of the module. On disk a, if amylase is run before mg2, there is a positive shift for mg2 results. On disk b, if cholesterol or triglycerides are run before mg2, there is a positive shift for mg2. An example of discrepant results was provided for 1 patient sample. The initial result was 0.21 mmol/l. The repeat result was 0.55 mmol/l. The customer suspects reagent carryover affecting the repeat result. The amylase test had been run before the result of 0.55 mmol/l. The high result was not reported outside of the laboratory.